Event description:
It was reported that the customer had a MRI done today and had forgotten to remove her insulin pump. Customer had an external flash error alarm and motion sensor test failure alarm. Customer's blood glucose level was 170 mg/dl. Customer was stuck in the rewind cycle due to the alarm. Customer was unable to perform the displacement test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify a35, no reservoir and unexpected battery alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, battery tube threads and with minor scratched lcd window.